Event description:
It was reported that the user accidentally deployed the infusion set incorrectly by pulling the entire infusion set out of the applicator while removing the backing, resulting in an infusion set and connector issue during setup. Symptoms included none reported. Outcomes included replacement infusion sets and connectors shipped to the user. Investigation included complaint intake review and assessment of user handling and setup steps. Investigation of this case revealed user handling error during infusion set deployment with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during handling and application.

Manufacturer narrative:
Initial.